Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. The battery cap was allegedly intact. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump black box showed no evidence of pump rebooting or power loss. A visual inspection of the pump revealed no damage to the battery compartment or returned battery cap. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on normally with no alarms and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or damage was observed to the printed circuit board. The complaint of intermittent power was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.